Manufacturer narrative:
Items returned for evaluation: -pusher; -implant; -introducer; -microcatheter. Items not returned for evaluation: -dispenser hoop; -shrink lock; -v-grip. The visual analysis of the returned items found the pusher returned partially advanced through the introducer with no implant attached, and the introducer distal tip damaged. The implant was found to be stuck in the returned microcatheter hub. The investigation of the pusher found the monofilament broken, which indicates the device experienced a tensile break. Inspection of the returned microcatheter did not reveal any signs of kinking or damage that could have caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention will issue a supplemental report. The instructions for use (IFU) identifies premature coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment the coil prematurely detached within the microcatheter. The coil was removed together with the microcatheter. No patient harm or consequence was reported.